Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the failure of an m1674a ECG lead set. The failure was noted during device operational checks. No patient incident/injury was reported.